Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 patient had pocket revision because rv lead impedance was > 3000 ohms. The physician found the set screw needed to be tightened. The threshold was also found to be 7.5 v at 0.4 ms. Following set screw tightening, all numbers were in normal range. Upon interrogation (B)(6) 2018, alert said -check pacing impedance- and details revealed > 3000 ohms shock impedance. At an in office check up all testing was in normal range, impedance approximately 450 ohms. This ICD and the rv lead remain actively implanted.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.